Manufacturer narrative:
It was reported that the surgeon plans to resurface the patella. A procedure is planned to resurface the patella. Poly inserts may be exchange during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon plans to resurface the patella. A procedure is planned to resurface the patella. Poly inserts may be exchange during the procedure.